Event description:
The customer reported the generation of erroneous aspartate aminotransferase (ast) and total bilirubin (tbil) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse observed a shift in photocal and a bent sample probe. The fse replaced the photometer lamp and sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).